Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that air alarms occurred during two consecutive routine hemodialysis treatments. The alarms could not be resolved and the operator was unable to perform rinseback due to possible clotting, resulting in a combined estimated blood loss of 260cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms. The user's guide instructs the operator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. Facility staff has attributed the alarms to a pinpoint size hole in the pt's catheter. The cycler alarmed appropriately. The catheter has been replaced and there have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.